Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the doctor was trying to look at the patient exams prior to a clinical case, but the system kept messing up and exiting to the "logo screen". The site representative stated that they had left the disc in the system, and it was trying to load the disc while they were interacting with the software, which caused the system to exit. Once the disc was removed and the system rebooted, the issue resolved. She stated the system is functioning and help was no longer needed. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.